Event description:
It was reported that the pocket site did not heal correctly following an implantable pulse generator (ipg) upgrade procedure. The new ipg was protruding and was causing pain. The patient underwent a pocket revision procedure wherein the ipg was implanted deeper. The patient was doing well postoperatively and the device remains implanted.

Event description:
It was reported that the pocket site did not heal correctly following an implantable pulse generator (ipg) upgrade procedure. The new ipg was protruding and was causing pain. The patient underwent a pocket revision procedure wherein the ipg was implanted deeper. The patient was doing well postoperatively and the device remains implanted.